Event description:
Boston scientific received information that this device was explanted due to suspected premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.